Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 10 x 30 mm acculink stent in the left common carotid artery. As the patient was getting ready to be discharged to home on (B)(6) 2012, he was getting dressed and experienced right arm and leg paralysis. The physician examined the patient and diagnosed a left-sided stroke. Magnetic resonance imaging (MRI) was performed on (B)(6) 2012 and noted no acute intracranial process, but noted a remote inferior infarct in the left frontal lobe. Physical therapy was provided. The patient was discharged to home on (B)(6) 2012 with some ongoing paralysis. No additional information was provided.